Manufacturer narrative:
Unable to verify if the insulin pump was not received stuck in manufacturing mode due to flashing white lcd. Unit had flashing white lcd due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments due to flashing white lcd. Unit had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and customer applied adhesive to the pump case at the battery tube side.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was beeping and a flashing white display. The patient's blood glucose at the time of incident is unknown. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.